Event description:
Swelling at injection site, red at injection site, painful at injection site. Report received from a physician, via a sales rep in 2005, regarding a pt who received injections of hylaform plus (dates unk) to an unk location. The pt experienced severe swelling at the injection site. No further info was provided. Additional info received in 2005 from the pt who works in the physician's office provided the following; she has no known allergies and no history of autoimmune disease. The pt was taking premarin, hypertension medication (unspecified), calcium, multi-vitamin, and aspirin concomitantly. She stated she was treated with cosmoplast in the vermillion border and hylaform plus in the body of the lip in 2005, post treatment she applied an ice pack. Within hours of the treatment her lips began to swell severely, and became very red and painful. The physician prescribed a medrol dose pak and oral benadryl. The symptoms resolved after one week. No further info was provided.